Event description:
It was reported that during implant attempt, the svc (superior vena cava) coil end appeared to stretch under fluoroscopy and was described as a "slinky" effect, and the coil was pulling away from the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; the analyst noted that there was evidence of medical adhesive at the ends of the rv (right ventricular) and svc (superior vena cava) coils; full lead returned and analyzed.